Event description:
It was reported by the customer that patient tested positive for mycobacterium avium complex (mac) following a routine bronchoscopy procedure to rule out complications of patients with pre-existing lung conditions. The local health department noted that the positive mac could be due to the scope, reprocessor, water source, water filtration or ice machine. At this time, the exact source of the mycobacterium remains unknown. Upon further follow-up, the facility¿s infection control personnel confirmed that there is no plan to treat the patient, as they are asymptomatic and have not been clinically diagnosed with an infection. The patient has since been discharged in stable condition. Additionally, the facility stated that no contact tracing will be initiated at this time. The infection control team also reported that they do not attribute the positive culture to the olympus scope. The customer states there is no plan to culture the scope. An olympus endoscopic support specialist was onsite to provide a reprocessing in-service and observed no visible deviations in the customer¿s reprocessing procedures. This report is related to the following patient identifiers (B)(6).